Manufacturer narrative:
Additional information: section d4 (serial number) - serial number was updated from (B)(6) to unknown as the reported serial number has been deemed invalid. No product has been returned and a valid serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for freestyle strips were reviewed and the dhrs showed the freestyle strips passed all tests prior to release. Retain testing was performed and all units performed within specification. A tripped trend review was completed for the reported complaint and freestyle lite meter, and there were no adverse trends that indicate any potential product related issues. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
It was reported that the customer received an adc meter reading of 55 mg/dl that was low as compared to a hcp meter reading of 357 mg/dl, taken approximately 20 minutes later. The customer was reported to be sweating and unbalanced, and went to his doctor. The customer was diagnosed with hyperglycemia and treated with 16 units of insulin via injection. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
It was reported that the customer received an adc meter reading of 55 mg/dl that was low as compared to a hcp meter reading of 357 mg/dl, taken approximately 20 minutes later. The customer was reported to be sweating and unbalanced, and went to his doctor. The customer was diagnosed with hyperglycemia and treated with 16 units of insulin via injection. There was no report of death or permanent injury associated with this event.